Event description:
A patient underwent an arthroscopic distal clavical excision of the shoulder. It was reported that the patient complained of severe pain in the shoulder localized near the ac joint and anterior shoulder. In 2005, an MRI was performed, which revealed a tiny round metallic foreign object, which the surgeon believes to have detached from the tip of the wand from the arthroscopy procedure. One month later, the patient returned for a follow- up visit and reported to experience pain from overhead lifting, repetitive reaching, and pulling tasks. It was reported that the surgeon does not believe the fragment is the source of the patient's continued pain and the surgeon does not plan to reoperate to remove the fragment. No additional information is available.